Event description:
It was reported the bronchovideoscope screen blacked out (no image) and was unable to restore. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. However, there was no problem absence of images of the bf scope, and the risk level was equivalent to that already assumed. Since the image is lost at the angle, it is possible that the image sensor unit is damaged, but it could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.